Event description:
The customer reported that o2 saturation dropped on a patient and vent did not alarm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing.

Manufacturer narrative:
Npb has attempted to retrieve further event information with no customer response. Patient settings are unknown; therefore, at this time, it is not believed that the ventilator malfunction. Npb will notify FDA should further information becomes available.